Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying an "error 2" message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter issue began on the morning of (B)(6) 2015. The patient stated that she manages her diabetes with levemir insulin (26 units in the morning, 20 units at night) and novolog insulin (dose adjusted on a sliding scale based on blood glucose results). The patient claimed she continued to follow her usual diabetes management routine on the morning of (B)(6) 2015 when she was unable to obtain a blood glucose result due to the error message appearing. The patient reported that about 30-45 minutes after the alleged issue started she developed symptoms of feeling "hot and sweaty." During the call, the patient stated that she associated the symptoms with low blood sugar and claimed she drank "some juice" in response to the symptoms. In addition, the patient reported attending the doctor's office on (B)(6) 2015 at 3:15pm where she received a hemoglobin a1c test and advice to increase her levemir insulin dose. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and confirmed the correct testing process was being followed. The csr noted the patient did not have testing supplies available to test the meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.